Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the clinical observation reported. There was no anomaly noted with the lead that would lead to chest pain. Further, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain during rv pacing. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain during rv pacing. The lead was explanted. No additional adverse patient effects were reported.